Manufacturer narrative:
The product was not returned for analysis. Only photo was returned. Plunger underride was observed on the returned photo. Received photo shows that device, the plunger is advanced to the depth guard and has advanced over the iol (intraocular lens). The iol is advanced to between mid nozzle and the depth guard. We are unable to determine the root cause for the reported complaint plunger underride the lens. The product was not returned for analysis. Plunger underride was observed on the returned photo. Plunger underride may occur due to, if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become stuck in the device allowing the plunger to underride the lens. If the operating room temperature is too high (greater than 23 degrees celsius per 73 degree fahrenheit) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during intraocular lens (iol) implant procedure, the surgeon had mentioned that the plunger underride the lens was noticed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).